Event description:
The doctor claims that the graft was explanted due to a false aneurysm. The graft was replaced with a new graft.

Event description:
On 9/20/2001, co learned that the catalog number and MFR reported by the dr may not be accurate. No further info appears, at this time, to be attainable.